Event description:
Reporter experienced the er1 message. In looking up what the er1 message meant the reporter discovered it could indicate blood glucose levels over 500 mg/dl. Reporter retested 10 minutes later with a blood glucose result of 496 mg/dl. Reporter called her dr and he changed/increased her medication. Reporter was feeling tired, weak, and thirsty. Reviewed reporter's technique which seemed adequate.